Event description:
Information was received from a consumer regarding a patient who was receiving via an implantable pump for spinal pain use. It was reported that the pain pump was implanted in 2024. The patient stated throughout the time they had the pump, administrating bolus took five minutes or more, which has been very frustrating. Additional information was provided from a consumer stated that ever since the patient got the pump, when they try to connect to the pump, it went kind of slow and would lag at 90 percent and took forever to connect. When it went to give a bolus, it took forever as well. During the call, the agent walked patient through clearing the data and the patient closed all the applications. The patient was able to connect to ¿myptm¿ application like normal and delivered a bolus as normal. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.